Manufacturer narrative:
The field service engineer performed a corrective maintenance and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 06/04/2015.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), service history, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted; the service history for this unit for the past six months (12/04/2014 to 06/02/2015) did not observe any significant trend; the fmea revealed the risk priority number (rpn) scores are considered to be acceptable; the sra shows the risk for exposure to toxic or corrosive material to be "low"; the catalytic converter was returned and tested. The catalytic converter failed the special test plan. The reason for return of the catalytic converter was confirmed; the oil mist filter was returned and tested. The oil mist filter exhibited no odor during the test cycle. The reason for return of the oil mist filter was not confirmed. The assignable cause of the odor/smells issue is the oil mist filter and catalytic converter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.